Event description:
According to the literature source of study performed between 2016 and 2025 a prospective study analyzed, randomized controlled trial compared blood loss in patients undergoing robotic-assisted laparoscopic partial nephrectomy in patients treated with intra-operative hemostatic agents (ha) versus those without. A total of 208 patients were randomized, and 178 patients were included in the final modified intention-to-treat. It was noted that in all patients, renorrhaphy was accomplished in two layers utilizing a v loc suture. In the group of patients who did receive hemostatic agents, the agent was injected directly onto the defect cavity either before cinching the second layer of the renorrhaphy or after cinching, with the ha delivered into the defect cavity between the sutures. Complications included major bleeding, treated with transfusion and/or percutaneous endovascular intervention/embolization, urine leak at the resection site, treated with reoperation for insertion of ureteral stent.

Manufacturer narrative:
D10 concomitant product: unknown vloc product (lot # unknown) alon lazarovich, samuel tremblay, charlie nottingham randomized, prospective evaluation of hemostatic agents in robotic-assisted laparoscopic partial nephrectomy 2026, the journal of urology 10.1097/ju.0000000000004889 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.